Manufacturer narrative:
Investigation summary: three photos and one sample received for investigation. Unable to verify from the photos if the spike has been broken or disconnected. Through visual inspection of the physical sample, the spike is observed to be broken and a piece of the spike thread remained stuck on the connector thread. Traces of the solvent used to bond the spike to the connector were observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including force testing to ensure proper assembly of the device. A device history review was performed for reported lot 2210214, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the sample evaluation it was determined the breakage likely occurred during use, when inserting the device. It is important to follow the instructions for use included with the product to ensure no damage occurs that would prevent the device from functioning as intended. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that the bd phaseal¿ spike connector (c180j) and tubing were found separated during use and leaked out anticancer medication. The following information was provided by the initial reporter, translated from japanese: "this is a report about disconnection of spike and c35 of c180j. According to the customer's report, after drug preparation, the hcp inserted c180j into the infusion bag. When connecting to the IV sets, the spike part and the connector were found to be separated, resulting in leakage of an anticancer agent. No information on the anticancer agent name was provided."